Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Event description:
The patient presented with withdrawal symptoms (not specified). No troubleshooting on the pump was done, the rotors were not checked. A dye study was attempted and the physician was unable to aspirate. The pump and the catheter were replaced. The patient recovered without sequela.